Event description:
The covidien ligasure retractable laparoscopic l-hook cracked at the area where the black plastic piece meets the white handle. The small black plastic piece was recovered from the floor. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.